Event description:
Pump circuit was observed dripping after pump was set up for operation and placed in standby. Tech reseated cassette multiple times and was able to stop the circuit from leaking. The pump was sequestered and will be returned to hospira for eval. This is the third pump circuit we have reported to hospira and have received no guidance or info thus far. Hospira distributor.